Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer had no delivery alarms with their infusion set. The caller also reported having issues with filling the reservoir. The customer's blood glucose was not provided. The caller stated the reservoirs were unable to be filled because the bottom of the reservoir is glued in place. The reservoir will be returned for analysis.

Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.